Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, the valve was prepped by an experienced valve loader. No pre-implant balloon aortic valvuloplasty (bav) was performed. The delivery catheter system (dcs)was advance to the annulus with an intent to be placed in a previous 25 millimeter (mm) non-medtronic surgical aortic valve (sav). During the first deployment attempt, at 80% deployed, the valve dislodged. The valve was recaptured without issue. During the second deployment attempt, at 80% deployed, the valve dislodged. The valve was recaptured without issue. During the third deployment attempt, at 80% deployed, the valve dislodged into the left ventricle, impinging on the mitral valve. The valve was recaptured without issue. The dcs and valve were withdrawn from the patient. A new valve was loaded on a new dcs. The dcs was advanced to the annulus and three more attempts were made. During the first deployment attempt, adjustments were made to the pacing and wire position. Subsequently, at 80% deployed, the valve dislodged. The valve was recaptured. During the second deployment attempt, the location of the valve was adjusted. At 80% deployed, the valve was not at an ideal depth. The valve was impinging on the mitral valve. Subsequently, the wire position was lost. The system was withdrawn from the patient. Further options including surgery root reconstruction, or transcatheter aortic valve (tav) in sav using a non-medtronic valve were discussed. It was decided to use a non-medtronic transcatheter aortic valve. A 23 mm non-medtronic valve was implanted in the patient. Per the physician, the patients anatomy, aortic root and sav, were the cause of the complication. No adverse patient effects were reported.